Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the inner gantry door cover was adjusted as well as the door end switch. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used pre-operative to a sacroiliac and thoracolumbar procedure. It was reported that the gantry could not close fully. It was noted that closing stopped a few centimeters prior to being fully closed. There was no patient present when this issue was identified. It was noted that the facility did not use the imaging system and medtronic navigation for the subsequent procedure.